Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 4076-52 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that the device had an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.